Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that the ec45a device was received with the knife jammed and with a fully fired reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and several staples were found in the anvil knife slot. After further analysis of the jaw, a clip was lodged between the knife and the anvil channel, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was definitely blocked. The surgeon had to use another stapler to remove the first stapler. He had to cut the stomach above and below the first stapler. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? Upper stomach for a bypass. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. "He had to cut the stomach above and below the first stapler" had additional tissue to be removed, if yes please specify in cm. Yes ,the dimension of the cartridge. What was the quality of tissue in the area where the device was fired?normal. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa?no. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what?no. What is the age and sex of the patient? Woman ((B)(6)) what is the current status of the patient?the patient and her bypass are very well.